Event description:
It was reported to boston scientific corporation that a advantage fit system was implanted during cystoscopy, removal of transobturator mid urethral sling and replacement of retropubic mid urethral sling. Procedures performed on (B)(6) 2017, to treat a patient with erosion. There were no patient complications during the implant procedure. The patient was then awakened from general anesthesia and after having tolerated general anesthesia and the procedure well, the patient was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).